Event description:
This is filed to report unintended movement. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted the valve had tethered leaflets. One xtw clip was inserted and deployed on the mitral valve at a2/p2, reducing mr to a grade of 3. An xt clip was inserted and placed on the mitral valve. However, the clip failed to establish final arm angle (efaa) and opened to roughly 40 degrees. Troubleshooting was performed, but the issues continued to occur. Therefore, the clip was removed and replaced with an xtw. The clip was inserted and placed on the mitral valve. However, this clip also failed efaa and opened to roughly 40 degrees. The clip was removed and replaced with an ntw. The clip was inserted and grasping was attempted medially of the implanted clip. However, grasping was noted to be difficult and mr was unable to reduced. Therefore, the physician decided to remove the clip and discontinue the procedure. Mr remained at a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip delivery system (xt) is filed under a separate medwatch report number.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open ¿ efaa) was unable to be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the available information, a cause for the reported unintended movement (clip open-efaa) cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.